Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level 53 mg/dl and customers other blood glucose level was 70 mg/dl. Customer was treated with carbohydrate. The customer reported that the sensor glucose value was 53 mg/dl. Customer stated that the insulin delivery was not suspended due to sensor glucose level. Customer declined troubleshoot for low blood glucose level. The insulin pump will not be returned for analysis.